Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d4: additional device information d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h4: device manufacturer date h6: adverse event problem h10: additional narrative. It was reported that during a procedure, a sinus perforation occurred at site 16. The patient was grafted. The procedure was not completed. Another implant was not placed. Patient history and bone density unknown. On 16-apr-2024, zimvie attempted to obtain additional information, however, the clinician or call center had no further details regarding the sinus perforation. Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation (images are attached). Visual evaluation was performed, the implant had signs of use with markings from removal. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1271321. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271321 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable with all the available information provided. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. G4: premarket identification: k011028/k013227. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reports a sinus perforation, and the procedure was not completed; another implant was not placed. The affected dental position is #16. Bone type: unknown